Event description:
It was reported that the patient was frequently charging ipg. The patient underwent a revision procedure. During the revision the physician could not removed the lead from the ipg header despite multiple attempts. The procedure was aborted. Nothing was explanted and the patient was doing well post-operatively. The patient will undergo a system replacement procedure. Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted devices were not released by the facility.

Manufacturer narrative:
Exact date unknown, event occurred over the last six months based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging ipg. The patient underwent a revision procedure. During the revision the physician could not remove the lead from the ipg header despite multiple attempts. The procedure was aborted. Nothing was explanted and the patient was doing well post-operatively. The patient will undergo a system replacement procedure.